Manufacturer narrative:
Evaluation, results: the returned extension was visually examined under the microscope and two channels, 1 and 8 were observed as overstressed in the header of extension. Testing revealed that channels 1 and 8 measured open. As there was no breach of the outer tubing of the lead extension this damage is consistent with an overstress conditions during the implant. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00030. The pt's (B)(6) scs system includes two lead extensions from different lots implanted on (B)(6) 2011. It was reported the pt was without stimulation. Diagnostic tests revealed invalid impedance measurements. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's lead extension and effective stimulation was recaptured as a result.